Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 17 days after medacta primary and the surgery was completed successfully. The patient originally had competitor components and was revised with medacta components on (B)(6) 2022.

Manufacturer narrative:
Batch review performed on 31 march 2022: lot 186423: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.